Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6)2013 upon receipt, the green status indicator would not illuminate, as per the reported fault. The fault was traced to excess silver paste on the membrane, which had caused a partial short circuit between the anode and cathode of the green status led. The status led¿s are tested during final test. This would suggest that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
We have received pad300p #13c00429065 and it is not blinking the green light. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
We have received pad300p #(B)(4) and it is not blinking the green light. There was no patient involved in this event.